Event description:
Customer reported issues with the insulin pump. Customer states that the numbers are continuously scrolling. The blood glucose reading is 156 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No display anomaly was noted.